Event description:
Additional information received on 22dec2021. The information included all the devices that were inserted through the lumen of the sheath.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a transurethral lithotomy (tul), a fiber like substance was found inside a flexor parallel ureteral access sheath and dilators. After inserting and removing an unknown manufacturer's endoscope through the device several times, the fiber was noted. The unknown substance was removed from the lumen of the sheath and the procedure was completed with another manufacturers device. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. A device failure analysis was conducted on the returned device. The investigator made the following notation: the distal tip and proximal end had evidence of delamination material inside the sheath. The tubing had delaminated material that appeared shredded. A review of the device history record found no non-conformance's related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: note: prior to placement, activate the hydrophilic coating by removing the dilator from the flexor sheath and immersing all components in sterile water or isotonic saline. This will allow the hydrophilic surface to absorb water and become lubricious, easing placement under standard conditions. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The sheath was returned without the dilator. A plastic sample tube was also returned that contained the fiber-like matter. The matter appeared to be strands of material from the inside of the sheath. It is likely that the material was scrapped off from the inside of the sheath by other devices used during the procedure. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Event description:
As reported, during a transurethral lithotomy (tul), a fiber like substance was found inside a flexor parallel ureteral access sheath and dilators. After inserting and removing an unknown manufacturer's endoscope through the device several times, the fiber was noted. The unknown substance was removed from the lumen of the sheath and the procedure was completed with another manufacturers device. No section of the device or foreign matter remained inside the patients body. No adverse effects to the patient have been reported.

Manufacturer narrative:
(B)(6). A follow up report will be submitted should additional relevant information become available.